Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose event. Customer's blood glucose value was unknown at the time of the call. Customer called back to perform the high pressure test. Customer reported the insulin pump failed the high pressure test. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump functioning properly during testing.